Event description:
Evd [external ventricular drain] broken at stopcock near brain. Had previously been fine and nsg [nursing] was able to administer it [intra-thoracic] nicardipine through this port, last given at 03:12 on [redacted]. When nsg rounded they found the peg of the cap had snapped off and is stuck in the stopcock. Unable to administer it meds through this, drain needed replaced.